Event description:
Additional information was received; it was reported that bone growth surrounded the spacer preventing removal, therefore the spacer was not able to be removed due to the lack of room in the surgical site. There were no other parts used in conjunction with the zimmer biomet parts. There was a 35-40 minute surgical delay. There is no injury or damage to the patient due to the spacer remaining. During the revision the surgeon plans to remove the spacer intra-orally. The revision surgery has not been scheduled at this time.

Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The product remains implanted in the patient and therefore will not be returned for an evaluation. Without a product return, no product evaluation is able to be conducted. A development engineer advised possible reasons for the inability to remove the spacer would be "tissue growth or possible trauma to the plate that caused the crib to bend into a shape that would not allow the spacer to be removed." Without confirmation, current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a scheduled removal of the spacer, the surgeon tried to remove the spacer from this patient and was unsuccessful. All of the positioning screws were removed successfully although the spacer would not move more than a few millimeters. The reason the spacer could not be removed is undetermined. More information was requested and has yet to be received. This is a long term implant; therefore, permanent impairment is not expected to occur from remaining implanted in the patient.